Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the handle is broken. It was noted that the display does not stay up; lower left display hinge found out of mechanical specification. System fan and printer are noisy; it is noted the dust was cleaned off the system fan. Keyboard o key is missing. Further functional testing has shown the ECG (electrocardiogram) high pass filters test was out of electrical specification due to a printed circuit board assembly. Concomitant medical products: product ID: 2067 rf (radio frequency) head, product ID: 229047, analyzer. (B)(4).

Event description:
It was reported the programmer was being transported by the customer and fell off a cart; the handle is broken. The programmer was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. There was no patient involvement.